Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm (et309537, 23k044av) did not deploy. No additional information is available. Based on the product analysis of the device received, the distal coil of the device is found damaged.

Manufacturer narrative:
Product complaint # (B)(4). Based on the analysis of the device received, the distal coil of the device is found damage. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The examination under magnification of the returned embotrap device showed no evidence of damage or deformation on the outer cage, inner channel and proximal coil. Minor deformation of the distal coil was evident. No damage to the device was reported. The distal coil of the returned embotrap was not fully resheathed into the insertion tool. The protruding unprotected distal coil was potentially damaged during device handling and packaging post use. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. A device delivery and deployment assessment were performed using the returned embotrap device and a sample phenom 21 microcatheter. A device history review (DHR) associated with lot 23k044av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned embotrap device exhibited no issues on deployment in an anatomically representative model. Therefore, the complaint event was not confirmed. The root cause for this complaint could not be determined with the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.